Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output and an adverse event. It was reported that the patient was at work and passed out due to having a low blood glucose (bg) event. It was indicated that the continuous glucose monitor (cgm) did not vibrate or alert the patient. At the time of event, the cgm read 20 mg/dl. 911 was called and the patient was transported to the hospital via ambulance. When the patient woke up, they were being treated by emergency services. It was indicated that the patient was in the emergency room (ER) for 2 hours and was released. No additional patient or event information is available. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would perpetually reboot. Functional testing and manual "try it" test could not be performed due to the perpetual rebooting. Global communication tool software test was performed and passed. The receiver case was opened to download data log directly from the ui pcba board. There were no errors found related to the complaint. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and failed as device was stuck on initialization screen. The receiver functional test failed due to stuck on initialization screen. Open receiver for internal inspection and remove pcba board: pass; the complaint was not confirmed because the speaker showed optimal resistance for a functional speaker ohmsspeaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.